Event description:
It was reported that the insulin pump alarmed button error. They stated that the button error might have been caused by the buttons been pushed against something because they were driving when the alarm sounded. The customer's blood glucose was 120 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad assembly. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.